Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil detached without incident. Upon removing the delivery pusher, the distal segment stretched and broke. There was no report of the broken pusher segment remaining within the pt. However, the segment was not found. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device involved in this event has not yet been returned for eval. Upon examination of the sample and completion of investigation, a f/u medwatch report will be submitted. (B)(4).